Manufacturer narrative:
Qc was within specifications before and after the event. A system check ran after the event partially failed and met specifications upon repeat. The samples were collected in 13 x 75, non gel, bd lithium heparin tubes and centrifuged at 3,000 rpm for 8 minutes. Per customer, they did not believe the event was instrument related. A field service engineer (fse) was dispatched to the customer's lab: the fse conducted type I service protocol. The fse performed diagnostic testing and results passed within specifications. The fse ran precision testing using low level qc and obtained good reproducibility. The fse performed a system check which passed. The fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc., (bci), regarding erroneously high troponin (accu tnl) results that were generated by the unicel dxi 800 access immunoassay system. A patient sample was tested for accu tni and results were: 1.30ng/ml and 0.87ng/ml. The sample was re-tested and the repeated result of 0.07ng/ml was reported out of the lab. The sample was tested once more and accu tni results were: 0.15ng/ml and 0.16ng/ml. The sample was tested on a different instrument in the customer's lab and results of 0.08ng/ml and 0.10ng/ml were obtained. A fresh sample was collected from the patient and tested for accu tni on the unicel dxi and the different instrument. Two results of 0.09ng/ml were obtained. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.